Manufacturer narrative:
(B)(4): macroscopic examination confirmed the implant is fractured into multiple pieces and broken. The fracture initiation appears to be located at the intersection of the diamond shaped facets, which could act as a stress concentrator; fracture surface appears to be a fairly brittle fracture with no indication of fatigue; some evidence of compressive forces noted. The location and nature of fracture suggest possible brittle overload during impaction. Per event information, after replacing the broken implant, another implant was successfully implanted without noting additional changes to implant size, endplate preparation or distraction. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the vb replacement device was broken during impaction. Another device of the same size was implanted with no problem. No patient complications were reported.